Event description:
It was reported to boston scientific corporation on july 25, 2022 that a wallflex biliary rx partially covered stent was to be implanted to treat a less than 60mm benign stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2022. The patient's anatomy was tortuous. During the procedure, the wallflex biliary stent was deployed; however, it was noted that the retrieval loop of the wallflex biliary stent was bent. The wallflex biliary stent was removed from the patient with rat-tooth forceps and another wallflex biliary stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: a photo of the complaint device deployed inside the patient was provided by the complainant and showed the retrieval loop of the wallflex biliary stent was bent.

Manufacturer narrative:
(B)(4). The complainant indicated that the wallflex biliary stent was disposed and will not be returned for evaluation; therefore, a device analysis of could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation. Block h11: blocks b5 and h6 (device codes) have been corrected.

Event description:
It was reported to boston scientific corporation on july 25, 2022 that a wallflex biliary rx partially covered stent was to be implanted to treat a less than 60mm benign stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2022. The patient's anatomy was tortuous. During the procedure, the wallflex biliary stent was deployed; however, it was noted that the retrieval loop of the wallflex biliary stent was bent. The wallflex biliary stent was removed from the patient with rat-tooth forceps and another wallflex biliary stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: a photo of the complaint device deployed inside the patient was provided by the complainant and showed the retrieval loop of the wallflex biliary stent was bent. Update based on review on september 02, 2022 note: it was reported that the wallflex biliary rx partially covered stent was to be implanted to treat a benign stricture. Per the IFU, "the wallflex biliary rx partially covered stent system is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms and relief of malignant biliary obstruction prior to surgery". The stent is not indicated for the treatment of benign stricture.